Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer reset the pump to resolve the issue. Additionally, it was reported that the wake button was not working. Customer's blood glucose level was 282 mg/dl. Customer applied more force to the button to resolve the issue.